Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Unit passed self-test. No unexpected failed battery test alarm or numbers ramping noted. All buttons functioning properly. However, found moisture damage on the keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked display window.

Event description:
The customer reported via phone call that the numbers on the insulin pump screen were scrolling when she attempted to give herself a bolus. The insulin pump alarmed battery out limit and failed battery test. Customer's blood glucose level was 126 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.